Event description:
Procedure type: laparoscopic sigmoidectomy. Patient gender: unknown. According to the reporter: during the case, a clear, ball shaped foreign material was found. It seemed a piece of expandable sleeve. The piece was retrieved from the cavity. There was no additional bleeding and no tissue damaged. Operative time was not extended more than 30 minutes. No patient injury was reported. No patient info available.

Manufacturer narrative:
(B)(4).